Manufacturer narrative:
Concomitant med products: quick coupling devices; k-wire devices. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that faulty attachments device were getting stuck and became very hard to remove from the handpiece device. It was further reported that the attachment piece was causing the motor of the handpiece device to die and could not hold the k-wire devices. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant medical products: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the coupling of the battery handpiece device could not engage the attachment device. It was noted that the device was unable to couple the attachment device smoothly, the housing of the device was found deformed as such many parts like the sleeve, housing, trigger assembly and front plate needed replacement. It was further determined that the device failed pre-test for check the attachment coupling, and check for roundness. Therefore, the reported condition that the attachment piece was causing the motor of the handpiece device to die and could not hold the k-wire devices was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.